Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had an exposed wire and was not functional. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The force bipolar instrument was found to have a segment of the conductor wire dislodged and sticking out from the proximal clevis hole. A loop of wire is sticking out such that the wire protrudes above the outer surface of the distal end as reported by the customer. The wire insulation was no damage, no thermal damage found, and the instrument passed an electric continuity test. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.